Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited a screen frozen on the lock screen, requiring a forced restart on the charger; the pump continued to intermittently freeze despite firmware update and troubleshooting, and a replacement device was shipped with instructions for shutdown and data handling. Symptoms included interference with daily diabetes care tasks. Outcomes included temporary reversion to backup therapy, device replacement, and continuation of cgm use via the dexcom app or receiver. Investigation included customer care troubleshooting, guided restarts, firmware update, assessment of device function after reboot, shipment tracking review, and logistical verification for replacement and return. Investigation of this case revealed recurrent screen unresponsiveness consistent with a hardware or user interface malfunction of the display/controls, with successful temporary recovery after restart but persistent functional concerns leading to replacement. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the user interface/display that could not be resolved through software updates or field troubleshooting.